Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular lead was surgically abandoned as it was not working properly. It was noted that when the lead would pace, the atrium would capture instead of the ventricle. As a result of this issue, the pt experienced several syncopal episodes. Noise was also noted on the rv lead. The lead was replaced with no adverse pt effects were reported. No further info is available. This report will be updated if more info becomes available.